Event description:
I have been using a philips dreamstation auto CPAP since october 15 of 2016. (Philips recall confirmation code: (B)(4)) in (B)(6) 2020, I began to have significant shortness of breath and chest pains. On (B)(6) 2020, my cardiologist (dr (B)(6)) performed a nuclear stress test on me, during which I collapsed and was rushed to long beach memorial emergency department where I was subjected to a battery of tests. None of the tests definitively explained the shortness of breath and chest pains. I continue, to this day, to have significant shortness of breath and occasional chest pain. On (B)(6) 2021, when I informed dr (B)(6) of the philips recall, he indicated that philips was likely "liable" for my shortness of breath and chest pains. FDA safety report ID# (B)(4).